Event description:
It was reported at the beginning of the procedure, the fiber port overheating issue was observed. The patient was in the room and unknown if the patient was under anesthesia was reported. The procedure could not be started and was not completed due to this event was reported. Patient outcome: no injury to the patient was reported.

Manufacturer narrative:
The replaced resonator s/n (B)(4) was received at the manufacturer on september 12, 2018.

Manufacturer narrative:
Product evaluation: the assy resonator (s/n: (B)(4)) was evaluated and it was noted that packaging in which resonator was returned was undamaged. The external appearance did not show any signs of wear and tear. The console manufacturing incident report indicated that coupler lens contamination was noted on the fiber side. The resonator was only able to produce 206 watts at 110 amps. The coupler lens was removed and cleaned along with all the resonator optic. The resonator was realigned and a new test report was completed. Probable root cause: based on fa report, the probable root cause was determined to be contaminated coupler lens and unclean resonator optics